Manufacturer narrative:
Report confirmed on evaluation. The footed portion was cut and detached. No additional information was available on follow-up. The user manual contains the following warning "the attachment should not be used, if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting took may cause injury to the pt, operator and/or operating room staff".

Event description:
Repair request initiated and escalated to complaint with a report of foot detached/loose/missing. No pt impact reported. No additional information was available on follow-up.